Event description:
PICC team notified rn's noted leaking on purple port. Examined line and changed cap, noted that leaking was on purple port where you attach cap. No cracks noted. PICC replaced by rewiring new line later on that day.